Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged hypoglycemia event while using an ilet system with a libre 3 plus cgm, with the lowest cgm reading of 50 mg/dl and an unclear cause; the patient self-treated with oral carbohydrates, including hot cereal and toast, and later obtained a fingerstick glucose of 95 mg/dl. Symptoms included hypoglycemia with sweating and shaking. Outcomes included classification as a serious injury/illness/impairment and unexpected medical intervention due to the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.